Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a seizure by the time the paramedics arrived. It was unknown if the seizure was caused by high or low blood glucose. Attempted to call back and the customer stated that she has epilepsy and at the time she was having a seizure, but she is feeling better. No further information was provided.